Event description:
A 3.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid rca lesion. Lesion morphology was reported to be severely calcified with 90% stenosis. The lesion was pre-dilated. It was reported that the physician was attempting to cross the lesion; however, the stent would not cross the lesion. The physician pulled the catheter back, when he got to the guide, it was noted that the stent had dislodged. It was reported that the undeployed stent was snared and successfully removed. Another manufacturer's stent was successfully deployed at the lesion site. No additional clinical sequelae were reported and the patient is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. There was evidence of crimp/ bake impressions on the un-inflated balloon. There was no damage noted to the catheter tip. There were bends on the catheter shaft. The stent was severely stretched and caught on the snare. The first six segments on one side of the stent appear undamaged. Most of the stent segments were severely deformed and stretched.

Manufacturer narrative:
(Other, secondary intervention).